Manufacturer narrative:
Other relevant device(s) are: product ID: 9733320rpend, serial/lot #: unknown. Device UDI number unavailable. No testing or servicing has been performed on the system. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system¿s axiem box was displaying a red 8 and was not communicating with the system. Rebooting did not work. The medtronic representative (rep) who called in this issue opened the eminterface and the ctr was listed as ¿not ready.¿ the rep unplugged the emitter and the same behavior was observed. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed with the site that the cause of the issue was unknown.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733320rpend, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.